Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise oversensing that was reproducible. Programming changes were made. The patient was stable.